Manufacturer narrative:
An event of drop in blood pressure, "a clot had formed in the right atrium", and pericardial effusion was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 20 mm amplatzer amulet left atrial appendage occluder was selected for implant in a left atrial appendage occlusion (laao) procedure. During the procedure, the device was positioned and partially unsheathed, but the physician didn't think the amount of compression was enough and wanted to upsize the device. During re-sheathing, the patients blood pressure dropped and a large pericardial effusion was noted surrounding all 4 walls of the heart resulting in cardiac tamponade. It was theorized that when the device was pulled back into the sheath that it tore a hole in the appendage/led to the effusion. Echo was performed and confirmed that the pericardial leak was originating from the appendage. Protamine was administered and the pericardial leak was attempted to be drained. The patient became stable, but despite efforts to reduce the leak, the physician was unable to fully reduce the leak before more blood would accumulate. It was also noted that while assessing the pericardial effusion that on the right wall of the heart that a clot had formed in the right atrium. The patient was transferred to the operating room for an emergent procedure to have the leak surgically repaired as well as to surgically close the trans-septal such that the clot did not travel to the left side of the heart. There was no allegation made against the abbott device being defective but the physicians believed the pericardial effusion was procedure related and originated in the laa. The patient is stable and is doing well. No additional information was provided.